Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex artery. Following pre-dilatation, a synergy stent successfully implanted into the target lesion. However, during post-dilatation using a non-compliant balloon it was noted that the stent was deformed. A second synergy stent was then deployed into the first one and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex artery. Following pre-dilatation, a synergy stent successfully implanted into the target lesion. However, during post-dilatation using a non-compliant balloon it was noted that the stent was deformed. A second synergy stent was then deployed into the first one and the procedure was completed. No patient complications were reported and the patient's status was good.